Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, field service engineer (fse) was at customer's site, fse found bf pulse motor cable defective. Fse replaced the cable, cleaned and lubricated the main arm and hybrid arm nozzle assemblies. Fse also cleaned the tip discard shoot for the main arm. Fse performed several wash primes successfully without errors. Customer completed quality control run, all within expected range. The aia 2000 instrument is functioning without errors after completing the repair. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the searched period. The aia 2000 operator's manual under appendix 4: error messages, states the following: (4451) b/f probe 2 home detection failure is generated when the home sensor fails to activate after the b/f probe 2 moved toward the home position. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to broken wire or wires in b/f 2 pulse motor cable.

Event description:
On (B)(6) 2018, customer reported getting error code 4451 "bf probe 2 home detection failure" upon startup on aia 2000 instrument. Customer tried rebooting the system but error persisted. Customer states she is unable to open the bf probe door on the instrument to access the probe. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.